Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error message indicating a potential problem with the left hand controller. This occurred during a non-robotic portion of the procedure. Before contacting technical support, the staff had already powered the system off and on again, but logs were not available. The technical support engineer guided the caller through disconnecting the console with the error and powering the system back on with a single console. The system powered back on without error, allowing the customer to continue with the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically after disconnecting the console.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause of the issue is attributed to an issue with the high side switch of the mcmbd 1 in the mtm. This issue may be resolved by fse service to replace the mtm.

Manufacturer narrative:
The unit was returned due to the message "we have a restart system message. Error 32139 arm hard faulted." Failure analysis confirmed and replicated the reported complaint. A review of field logs showed the unit had the following errors: 32139 system_err_local_hs_sw_post_fault, 32145 system_err_local_hs_sw_post_retry_fault, 32101 system_err_local_frl_hs_sw_fault. A visual inspection was performed and found no damages. The unit was placed on an in-house system and could not be driven. The unit triggered the same errors experienced in the field. Upon further testing, the unit was placed on sftp to perform a fitness test and a 1-hour sine cycle. The unit failed on init manipulator with the following: rel 32101 system_err_local_frl_hs_sw_fault (mcer), nel 32139 system_err_local_hs_sw_post_fault (mcer), rel 32145 system_err_local_hs_sw_post_retry_fault (mcer). The unit was aba swapped with gold mcmbd2 and showed errors. An aba swap with mcmbd1 was then conducted and showed issues with thermistor check failed, which indicated additional issues with axis 2 and axis 3 motors that are unrelated. After investigations, failure analysis found the mcmbd1 to be the root cause of the error codes observed in the field and in-house testing.

Event description:
Refer to h11 for follow-up information.